Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 28mm mitral annuloplasty band, it was explanted and replaced with a bioprosthetic valve. It was reported the repair would not work due to the patient's leaflets and a mitral valve replacement (mvr) was needed. No adverse patient effects were reported.